Event description:
Product being used was a boston scientific 225-121 uromax ultra 15fr x 4cm. Balloon on a uromax ultra inflated to 11 cc and burst in pt causing some bleeding. Dr stated that he would not have placed a stent if product had not failed.